Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the trocar was placed in the intercostal space and bleeding occurred when the 12mm da vinci stapler trocar was removed. There were no other events of bleeding during the case. Intuitive surgical inc. (Isi) contacted the clinical sales representative (csr) and obtained the following information. The reported bleeding occurred when the surgeon removed the 12mm da vinci stapler trocar under direct visualization with an endoscopic camera after the procedure was completed and started the closing process. During the removal of the trocar, the surgeon visualized that the intercostal artery had been damaged and it was the cause of the bleeding. The bleeding was controlled using cautery and direct pressure, and it was not life-threatening to the patient. No additional sutures were needed due to this event. The surgeon said that they placed the trocar under direct visualization at the start of the procedure, and there was no bleeding at that time. It was noted that the surgeon did not relate the bleeding to any intuitive surgical, inc. (Isi) products, specifically the trocar.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. It was noted that the surgeon did not relate the bleeding to any intuitive surgical, inc. (Isi) products. Isi did not receive the 12mm stapler trocar used during this reported event for failure analysis investigations. A follow-up MDR will be submitted if additional information is obtained.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the surgeon and learned the issue of bleeding at the trocar site was addressed by having a clinical/surgical discussion regarding technique. Also, it was confirmed that since the discussion, there have not been any further instances of this issue.